Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient tried to send a manual transmission, the transmitter was unable to send a full report. Upon further investigation, the pacemaker was found to have an invalid character which prevented the transmitter to send the report. Programming change was discussed.

Event description:
New information received notes that the patient presented in clinic on (b)(6 2019 and the pacemaker was able to be interrogated. The physician did not allege malfunction on the device. There was no patient consequences.